Event description:
Dialysis initiated on a 2nd use toray dialyzer with erika bloodlines. Blood pump at 50 for 5 minutes then turned up to 200. Ten minutes after initiation, patient complained of shortness of breath and sweating. Treatment stopped, blood not returned. Oxygen applied. Patient put on cardiac monitor which showed sinus tachycardia. Moments later, the patient's breathing became more labored and his color cyanotic. Epinephrine .3cc 1:1000 sq given per standing order. Monitor showed ? V-fib vs. V-tach. Breathing very labored and erratic. CPR initiated. Lidocaine 100 mg IV given. Emt's responded. Patient converted to sinus tachycardia. Lidocaine drip started. Emt's unsuccessfullly attempted to intubate the patient.patient transported to hospital. Patient reported to have been stablized at the hospital and was alert and oriented that afternoondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.